Manufacturer narrative:
Please note that this date is based off of the date of publication of the article [or the date that the article was accepted for publication] as the event dates were not provided in the published literature. If information is provided in the future, a supplemental report will be issued.

Event description:
Ahmed, s., hosseini, m., santini, r., sahajwani, s., vallabhaneni, r., toursavadkohi, s., karwowski, j., and nagarsheth, k. (2020) transcarotid endovascular repair of extracranial internal carotid artery aneurysms using flow reversal for distal embolic protection. Elsevier inc. Ann vasc surg. 67: 568.e13¿568.e18 doi.org/10.1016/j.avsg.2020.03.020. Medtronic literature review found reported of patient complications in association with the pipeline flex. The purpose of this article was to review 3 cases of distal extracranial internal carotid artery (ica) aneurysms treated with place ment of stent grafts by way of transcarotid approach and flow reversal for distal embolic protection. Only one patient was treated with a pipeline stent and the patient was an 83 year old male. The following intra- or post-procedural outcomes were noted: it was determined the first attempt at treatment was unsuccessful 6 months prior due to the significant tortuosity of the vessels, and the lack of trackability of the two pipeline devices from a transfemoral approach. Additionally, the pipeline stents were undersized for the vessel diameter in the case. The patient developed a hoarseness due to a left recurrent laryngeal nerve palsy from the aneurysm pulsation against the nerve. A computed tomography (CT) was performed which found incomplete exclusion of the previously treated aneurysm. The aneurysm was treated with other manufacturer's products, and post-procedure angiography demonstrated complete exclusion of the aneurysm and excellent flow into the distal ica. Patient was discharged on postoperative day 1 on dual antiplatelet therapy. The patient's hoarseness improved after the endovascular repair, and there were no other neurological symptoms. See attached literature article.